Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead; also noted: distal conductor distorted and fractured (overstress); inner insulation kinked/buckled; inner insulation puller apart (overstress); lead stretched; deformation/fracture in 5cm proximal section of inner coil. Extension problems.

Event description:
It was reported at implant attempt there were positioning difficulties and high threshold. The active fix lead was not used and was replaced with a passive fix lead. No patient complications have been reported as a result of this event.